Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+2.0/083 (sphere/cylinder/axis) into the patient's left eye (os), it was discovered to be torn. Reportedly, the lens tore during loading. This occurred on (B)(6) 2019. There was no patient contact with the lens. On (B)(6) 2019 an alternate lens was successfully implanted and the problem is resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with clear surgical debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Claim#: (B)(4)..